Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath air was pulled through the sheath during aspiration. No abnormalities were noted with the sheath during preparation. It was reported that after flushing the faradrive steerable sheath clear, the sheath was advanced into the left atrium and the farawave catheter was advanced into the sheath. After aspirating over 40cc from the sheath, the air bubbles continue to be present. Subsequently, the sheath was replaced, and the issue was resolved. The procedure was completed successfully and there were no patient complications. The sheath is expected to return for analysis.

Event description:
It was reported that after flushing the faradrive steerable sheath clear, the sheath was advanced into the left atrium and the farawave catheter was advanced into the sheath. After aspirating over 40cc from the sheath, the air bubbles continue to be present. It was suspected that the hemostatic valve was broken. Subsequently, the sheath was replaced, and the issue was resolved. The procedure was completed successfully and there were no patient complications. The sheath is expected to return for analysis. It was further reported that there were no abnormalities during preparation of this sheath. The only devices that had been inside of the sheath prior to the air observation was the faradrive dilator. At the time the air was observed, the farawave catheter had been inserted into the sheath and the physician was aspirating the sheath. The farawave catheter had not been inserted into the left atrium yet. There were excessive bubbles in aspiration syringe and there was no air seen in the patient. A pressure bag was used for irrigation. The sheath is not expected to return as it was disposed.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem it was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.